Manufacturer narrative:
The manufacturer previously reported an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. B5 should have been reported as: the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lightheadedness, nasal/throat irritation and soreness, difficulty breathing, nausea, asthma and breast cancer. The patient also alleges to seeing black particles in the filter. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. A1 was incorrectly entered. It is corrected on this report. In addition, section b1 should have been marked as an adverse event and b2 was left blank. Both are corrected on this report. H1 was incorrectly reported as a malfunction and should be reported as a serious injury. It is corrected on this report. Section h6 was upated with the appropriate health effect - clinical code and health effect - impact code

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  Additional information was received and section b5 should be reported as:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience lightheadedness, nasal/throat irritation and soreness, difficulty breathing, nausea, asthma and breast cancer. The patient also alleges to seeing black particles in the filter. There was no medical intervention required by the patient.the reported event of  lightheadedness, nasal/throat irritation and soreness, difficulty breathing, nausea, asthma and breast cancer. The patient also alleges to seeing black particles in the filter. And its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information,the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.       Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem.  Section h1 has changed to reflect a malfunction.  Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected to both adverse events and product problem. ( in the previous MDR only product problem was checked.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects - impact code was corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.